Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on:4/27/2007.

Event description:
The customer reported that during surgery procedure with endo laser in repeat mode, the laser fires twice and stops. When they release the footswitch, the laser fires a third time. Depressing the footswitch again, the same thing happens. They proceeded for 30-40 shots, then the procedure was aborted. They switched to another unit. Patient outcome was not provided. Additional information has been requested.